Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided 3mensio imagery was reviewed, and the following was observed: calcification present in the native annulus. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon leak is confirmed empirically, based on response to sample balloon pinhole leak photos. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, '[post-deployment of a 23mm s3ur valve in aortic position via 1cc+], while removing the air from the delivery system balloon (ds) and prepping for post dilation, the physician found traces of blood inside the balloon which led them to believe there was a rupture of the balloon (confirmed pinhole by photos).' It was perceived that the pinhole in the ds was due to the amount of calcium in the patient's native valve. During the investigation, a review of the provided 3mensio report confirmed the presence of calcification in the native annulus. Calcification can compromise the integrity of the balloon wall and lead to leakage through several mechanisms, including puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that an extra cc was used to deploy the valve. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can subject the balloon to higher pressures at points of contact with calcium nodules. This localized stress can compromise the balloon wall and result in damage, such as a pinhole leak, as reported. As such, available information suggests that patient factors (calcification) and procedural factors (over-inflation) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), directly post implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the 23 mm sapien 3 ultra resilia valve was noted to have some paravalvular leak (pvl). While removing the air from the delivery system balloon (ds) and prepping for post dilation, the physician found traces of blood inside the balloon which led them to believe there was a rupture of the balloon (confirmed pinhole by photos). A new ds was prepped and used to post dilate. Post dilation was completed and the pvl was no longer present. The patient was stable and not harmed in any way.

Manufacturer narrative:
The investigation is ongoing.